Event description:
Pt was admitted to the neurology service at hospital with trouble walking and double vision. One month earlier, the pt was admitted with mental status changes and found to have a small left temporal lobe hemorrhage. Pt was additionally noted to have dvt and an ivc filter was placed due to the relative contraindication to anti-coagulation. A tee done yesterday showed a cm mass in the right atrium. Follow-up chest and abdomen CT showed the filter in the right atrium and suprahepatic and intrahepatic ivc. No evidence of the filter is seen caudal to this. Pt was transferred to the surgical service in the ICU for further management.